Event description:
Device evaluation: mss reviewed pa test results for this complaint. Lifescan received the meter involved with this complaint. Device evaluation was completed on (B)(6) 2014. The meter involved with this complaint failed testing. The complaint was not reproduced. In addition a secondary issue was noted, the lcd was defective with lines through the display. There was no indication that the product caused or contributed to an adverse event.